Event description:
Consumer complaint of high blood results. Back to back blood test performed during call ((B)(6) 2013; 3:18 pm) with results of 210 mg/dl and 194 mg/dl. Recall meter memory for test results: 121 mg/dl, 504 mg/dl, 294 mg/dl, 158 mg/dl, 244 mg/dl, 116 mg/dl, 244 mg/dl. Adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4)2013).